Event description:
It was reported the pre-loaded intraocular lens (iol) was fully inserted into the patient¿s ocular dexter (right eye) and the lens was scratched. The iol was removed and the same procedure was completed using another lens with the same model and diopter size. Patient status post-procedure is unknown. No further information is available.

Manufacturer narrative:
Implant date: not applicable, as the iol was removed and replaced during the same procedure. Explant date: not applicable, as the iol was removed and replaced during the same procedure. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.